Event description:
The customer experienced an event where she felt hypoglycemic and obtained the bg result of 128 mg/dl on the accu-chek advantage system. She initially treated herself with glucose tablets without relief. An undisclosed time later the customer's bg was 60 mg/dl on the professional meter and she was treated with glucose gel. During a separate event, the customer reportedly received the following results on the accu-chek advantage system within 10 minutes: "hi" (greater than 600 mg/dl), 438 mg/dl, 122 mg/dl, 341 mg/dl and "hi" (greater than 600 mg/dl). No reported symptoms/actions/treatment. New system sent to customer and return requested.